Manufacturer narrative:
The device was discarded and not returned for analysis. A review of the lot history record was unable to be conducted as the lot number was not available. Additionally, a review of the complaint history could not identify no other similar incidents from this lot for the same cause. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a percutaneous intervention was performed on an unspecified vessel. An oct imaging catheter and a balance middleweight (bmw) universal ii advanced without issue. During oct catheter removal, the catheter and bmw were entangled together. Both the bmw and oct were removed as a single unit without further issues. The guide catheter had remained in place and a new wire (runthrough) was placed along with a new oct catheter. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.